Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.

Event description:
It was reported that there was high lead impedance on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.